Event description:
The following information is from (B)(4) to nakanishi inc. (Nsk), regarding a device manufactured by nsk for(B)(4). (B)(4) event summary: dr. Was performing wisdom teeth extraction. Dr. Noticed the handpiece was heating up and starting to burn the patient. She now has a small pea size welt on the inner lip at the corner of the lip. There was no clinical delay in procedure. The office explained to her that there was a small burn in the inside of her lip and that it would scab over with no permanent scarring. They gave her an antibiotic and told her that she did not need to be referred to her primary care physician. The patient will return this week for a follow up evaluation, but the office see's no further issues with the patient. Nakanishi has requested additional information from b-USA regarding this event via written letter sent (B)(4) 2015. (B)(4) did not return handpiece to nsk for the manufacturer's evaluation.

Manufacturer narrative:
Due to the device not being returned from the distributor, nakanishi inc., (B)(4) (manufacturer) made the DHR examination as the investigation approach. As a result of the examination, the DHR indicated that no problems occurred during manufacturing and testing of the subject device.